Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 05/16/2014 and 05/23/2014. Evaluation: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine solution did not have moisture (from iodine) in its cap and the sponge was dried out. This issue was observed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 10.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.